Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the coil protrusion occurred. An 8mmx 20cm interlock¿ was selected for use. During procedure, the coil was unable to detach successfully; so it was pulled out. However, it was noted that the coil was protruding from the catheter's tip upon removal. The procedure was completed with a different device. No patient complications were reported.